Manufacturer narrative:
The partially detached side rail was observed by the arjo service consultant during the quality control inspection conducted on the citadel plus bed frame returned from the rent. No patient was involved at that time. No injury was occurred. Photographic evidence provided revealed that the side rail lower arm (part of the side rail assembly) was detached from the bed causing partial detachment of the side rail, additionally the cover was cracked. The side rail (on the opposite site) was loosened (the tape between the side rail panel and the metal plate to which was assembled was unglued), it was still attached to the bed. The evaluation of the bed frame conducted by the arjo technician revealed that the damage was most likely caused by the collision of the side rail panels with the width extension frames. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. According to citadel plus instruction for use (IFU, 831.374 rev. H, ): ¿make sure that all eight width extensions are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ IFU also includes information: the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Sum up, it has been determined that the side rails became damaged because were caught by the extension sections. Based on above, the citadel plus bed did not meet the performance specification. The device was not in use when the issue was detected. No injury occurred. The complaint was decided to be reportable due to the side rail lower arm detachment from the bed.

Event description:
The partially detached side rail was observed by the arjo service consultant during the quality control inspection conducted on the citadel plus bed frame returned from the rent. No patient was involved at that time. No injury was occurred. Photographic evidence provided revealed that the side rail lower arm (part of the side rail assembly) was detached from the bed causing partial detachment of the side rail, additionally the cover was cracked. The side rail (on the opposite site of the bed) was loosened (the tape between the side rail panel and the metal plate to which was assembled was unglued), it was still attached to the bed.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.